Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism shifted sideways, keeping the needle exposed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary no samples were received by bd for investigation. 20 retain samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Therefore, this complaint cannot be confirmed based on customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of defective locking mechanism or hub/collar separation based on retain sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism shifter sideways, keeping the needle exposed. No adverse impact was reported regarding the patient or user.